Manufacturer narrative:
It was reported that the table allegedly unlocked on its' own. A stryker field service technician (sfst) was dispatched for investigation. The table was found to require multiple repairs which included the right and left power centers, the main power supply as well as two batteries. The sfst determined that the left and right power centers were damaged and the power supply was putting out less voltage than required for the table to function correctly. The customer purchased the replacement parts and the sfst performed the repair and confirmed the table is now working as intended. The customer is expected to inspect the table prior to use and not use the table if any damage is present. There was no patient involvement, injury or adverse consequence reported.

Event description:
It was reported that when table allegedly unlocked on its' own, the hand pendant showed that the table was locked. There was no patient involvement, injury or adverse consequence reported.